Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor which was subsequently believed to have been erroneously high. Customer further reported that on (B)(6) 2017 he received a sensor result of 7.8 mmol/l (141 mg/dl) and believed (he) ¿was ok¿ but then subsequently noted ¿it got black for (his) eyes¿, lost consciousness and experienced a seizure. Customer noted he awoke in the ambulance after the paramedics administered an injection of ¿sugar solution¿. Customer was diagnosed with hypoglycemia, but did not report any additional treatment being rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. (Sensor serial number) has been updated based on the returned product.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor which was subsequently believed to have been erroneously high. Customer further reported that on (B)(6) 2017 he received a sensor result of 7.8 mmol/l (141 mg/dl) and believed (he) ¿was ok¿ but then subsequently noted ¿it got black for (his) eyes¿, lost consciousness and experienced a seizure. Customer noted he awoke in the ambulance after the paramedics administered an injection of ¿sugar solution¿. Customer was diagnosed with hypoglycemia, but did not report any additional treatment being rendered at the hospital. There was no report of death or permanent injury associated with this event.